Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Added a concomitant device. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of bleeding issue was most likely use related since it resolved with angle change.

Manufacturer narrative:
B5: added additional information.

Event description:
The pump was discarded after explant and is not available for return. The device was not explanted due to the bleed. The bleeding resolved after the necessary troubleshooting steps.

Event description:
Clinical narrative: a 70-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre support clinical state consistent with scai shock stage d) was supported with an impella cp device via percutaneous right femoral arterial access on (B)(6) 2026 at 17:00. An allegation against the impella device was made related to access site bleeding; however, the device did not malfunction and remained in use. The reported event of access site bleeding was assessed to be a clinical complication related to vascular access and patient factors (small vessels and concurrent ECMO cannulation) rather than a confirmed impella device malfunction. The impella cp functioned as intended and was not removed due to the alleged failure mode. The patient was successfully stabilized, bridged to an impella 5.5, and survived. No causal relationship to a device failure has been established based on the information currently available. The patient continues support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.